Event description:
During a review of the patient's programming history, it was noted that following a systems diagnostics, the patient's device was interrogated and found to be at settings different than what was intended. The settings were corrected at a subsequent office visit.

Manufacturer narrative:
Analysis of programming history and device diagnostic history performed.